Event description:
(B)(4): it was reported that there was an MRI scan needed due to concern for the tip of the catheter. The area to be scanned was the ¿I-spine.¿ it was noted that the healthcare provider (hcp) did not know anything else related to the patient¿s health condition. It was unknown what the pump system was delivering. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2009, product type accessory; product ID 8709, lot# l58354, implanted: (B)(6) 1998, product type catheter. (B)(4).